Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and drainage. Intravenous antibiotics were prescribed. The infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/ 1020721 description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.